Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient was having issues with their implant and the issue began a couple months ago. Patient was having burning all the time. Patient's hcp was going to take the implant out in january or february because the implant was causing the patient trouble or burning. Caller disconnected 'it' last night and the patient's legs and back were still burning. During the call caller connected the communicator to the handset and verified therapy was off. Agent reviewed with caller that agent needed to collect serial numbers but caller turned the handset off. Agent advised caller to turn the handset on. Caller got a place connector over message and caller mentioned they placed the communicator but didn't describe where. Agent reviewed with caller to place the blue side of the communicator over the implant. Caller was able to connect to the implant. The patient was redirected to their healthcare provider to further address the issue. Patient's healthcare provider was dr. (B)(6) first name unknown/not provided.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the implant was burning all the time since having the implant and they had lead and ins removed on friday (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.